Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed failed battery test and battery out limit after a battery replacement. The blood glucose reading was 112 mg/dl. Upon troubleshooting, it was advised that the customer monitor the insulin pump. Advised the customer that a replacement battery cap would be sent. Nothing further reported.